Event description:
It was reported that there was a crack in the infusion set connection port. This occurred during priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown, month and year are known. One device was received for investigation. The sample was visually inspected under normal conditions of illumination to detect any cosmetic issue. A crack was found in the female luer connector. During functional testing, the female luer presented damage in the connection part, however, was not similar to the sample reported. The reported complaint is confirmed. The root cause could not be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.